Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking mcghan® device".

Event description:
Healthcare professional reported left side "leaking mcghan® device." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, crack opening, and white particles in shell. Leak test and microscopic analysis was performed which identified, crack valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.